Event description:
Update: 3/6/2014 - medical records received. Patient was revised due to recall and worry related to complications found during revision of the left hip asr system. During revision, no adverse reactions were found. The information received does not change the MDR decision. This complaint was updated on: 03/28/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Litigation alleges that the patient suffered pain, disability and excessive levels of chromium and cobalt.